Event description:
It was reported that during the infusion port needle puncture, it is found that the device package is damaged. It was stated the product was replaced with a new one. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.